Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. One device was returned for evaluation. Visual and functional testing were performed. The testing could duplicate the customer reported problem. The root cause of the issue was determined as the circuit board is defective because all leds are torn off. The circuit board was renewed. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that there was an overtemperature alarm with the device. There was no patient involvement.